Manufacturer narrative:
The outer coil was damaged at 20.0-21.5cm from the connector pin consistent with clavicle crush damage. Two filars were fractured at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented for follow-up episodes of ams was observed due to noise in the lead. All measurements for capture, impedance and sensing were stable. Lead noise was not reproducible. Physician elected to explant the lead and a new lead was implanted. Patient was stable.